Event description:
It was reported that when the surgeon tested the nail using fast distractor and confirmed proper operation, upon follow up x-rays and 10 days of erc use there was no nail movement. Attempted 2mm in one go with erc and x-rays immediately after which also confirmed no movement.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.